Manufacturer narrative:
Received one used mc33212 smallbore pressure infusion ext set for inspection. Unknown solution residuals were observed in and outside of the fluid path. The set was leak tested per product specifications. There was leakage from the female luer to the microclave connection. Examination of the leak area showed a crack on the female luer. The reported complaint can be confirmed. The probable cause is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 7" (18 cm) appx 0.31 ml, smallbore pressure infusion (400psig) ext set w/remv microclave® clear, purple clamp, rotating luer where the customer reported that the extension set was leaking during patient use; the event occurred as soon as extension set was connected to catheter. There was no medication infusing, so there was a delay in therapy but harm was not reported as a consequence of this event.

Manufacturer narrative:
Received one used mc33212 smallbore pressure infusion ext set for inspection. Unknown solution residuals were observed in and outside of the fluid path. The set was leak tested per product specifications. There was leakage from the female luer to the microclave connection. Examination of the leak area showed a crack on the female luer. The reported complaint can be confirmed. The probable cause is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.